Manufacturer narrative:
The sensor was investigated, and customer complaint was confirmed during review of dms logs. The problem however could not be duplicated during in-house investigation. The potential root cause is sensor delamination. The investigation shows that the system disabled the sensor due to a detected performance failure and the system's self-test functions are working normally.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.